Manufacturer narrative:
The distributor's insurance carrier alleged a wheel fell off and caused an injury. No details of the alleged injury were provided. MFR requested add'l info and received an email with a model number. Manufacturer has not been able to obtain product for inspection or the serial/lot number to identify the distributor. No details of the alleged injury has been provided. MDR filed based on the alleged unconfirmed injury.

Event description:
The consumer alleges the wheel fell off the product, causing her to be injured. No details on the alleged injury are known at this time.